Event description:
Patient had original penile implant procedure on 01 mar 91. Recently, had developed difficulty with implants not inflating. Underwent surgical procedure, on date noted above, to remove existing implants and replace them with different ones. According to the operative report, both left and right implants were found to have leaks in the mid-portion of the cylinders. Follow-up exam in pathology showed: left penile implant with a proximal tear, right penile implant with focal perforation un the midshaft.